Event description:
It was reported that during a procedure involving the reload with a powered stapler and xl adapter, the reload did not fire after grasping the tissue. The procedure was extended by 7-8 minutes as a result. The reload was removed, a new one was installed, and the case continued. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the loading unit had a full staple complement. The proximal end of the adapter was broken. The articulation flag was bent. One side of the tissue stop was destroyed no visual abnormalities were observed with the laminate hooks. Functional testing found that the loading unit could not be performed due to the damage to the adapter. It was reported that the instrument did not fire. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue may occur due to over flexure of the loading unit while attached to the instrument. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of a damaged tissue stop that is related to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.